Event description:
Customer claimed that there was a spontaneous adjustment of the programmable valve which resulted in an explant.

Manufacturer narrative:
Codman has requested the device for evaluation. Upon completion of the investigation, a follow up report will be filed.